Manufacturer narrative:
B3. Event date is approximate, year is confirmed valid. See b5 for additional information. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, product type: software product ID: hh90t01, serial# (B)(6), product type: mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the patient stated it took a long time to connect to the handset since their pump replacement around (B)(6) 2025. The patient stated connecting was 3 times slower than the old one. An agent reviewed device function and assisted the patient with clearing the data. The patient was able to connect to the pump without any lag. The troubleshooting steps that were taken on the call resolved the issue.